Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation. It has not been returned to the manufacturer. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that an embolization coil implant had to be positioned several times. The coil became stuck and would not advance out of the catheter. During retraction of the coil, the coil became stuck and then unexpectedly detached from the pusher. The coil was withdrawn in its entirety along with the microcatheter. There was no injury or intervention.

Manufacturer narrative:
Items returned for evaluation: pusher; implant; introducer; non-terumo neuro catheter. The visual analysis of the returned device found that the implant was not attached to the pusher. The implant was returned stretched at the proximal section, separated from the pusher, and partially stuck within the returned catheter. The returned catheter was found to be flattened at 13cm from the strain relief. The investigation of the pusher found the monofilament broken, which indicates that the device experienced a tensile break. The investigation of the returned coil system found the implant stretched at the proximal section, separated from the pusher, and partially stuck within the returned catheter; however, no indications of thermal activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces over specification. The catheter used in the procedure was found to be flattened at 13cm from the strain relief, which may have caused or contributed to the reported complaint.

Event description:
It was reported that an embolization coil implant had to be positioned several times. The coil became stuck and would not advance out of the catheter. During retraction of the coil, the coil became stuck and then unexpectedly detached from the pusher. The coil was withdrawn in its entirety along with the microcatheter. There was no injury or intervention.